Event description:
Procedure type: laparoscopic gastric sleeve. According to the reporter, the surgeon was using a (B)(4) visiport plus to enter abdominal cavity and said something had broken off in the optical end and was obscuring his view. The piece broke off as the surgeon was gaining access to the abdomen. The piece was noticed inside the visiport which obscured the view. Another device was used to complete the case. There was no additional bleeding, nothing fell into the cavity, there was no tissue damage and the operating room time was not extended.

Manufacturer narrative:
(B)(4).